Manufacturer narrative:
As reported, the patient was implanted with an optease inferior vena cava (ivc) filter. Per the medical records, the filter was deployed during the index procedure without any reported complications. The patient tolerated the index procedure well. The impression, per the records, was massive pulmonary thromboembolism with residual dvt and ongoing anticoagulation. The filter subsequently malfunctioned causing injury and damages to the patient, including, but not limited to, two post-placement pulmonary embolisms (pe) and bilateral femoral and popliteal deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages which required extensive medical care and treatment. Per the patient profile from (ppf), that the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient also reports to be suffering from anxiety. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The patient's date of birth was previously incorrectly reported as (B)(6), however, the correct month is (B)(6). No additional information was provided.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient also reports to be suffering from anxiety. According to the medical records, the filter was deployed during the index procedure without any reported complications. The patient tolerated the index procedure well. The patient¿s impression according to the records, was massive pulmonary thromboembolism with residual dvt and ongoing anticoagulation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal file, a patient was implanted with an optease filter which reportedly subsequently malfunctioned causing injury and damages to the patient, including, but not limited to, two post-placement pulmonary embolisms and bilateral femoral and popliteal deep vein thrombosis. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages which required extensive medical care and treatment. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt does not represent a device malfunction. The reported dvt and pulmonary embolisms could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in (B)(6) vs. Cordis, the patient was implanted with an optease filter which reportedly subsequently malfunctioned causing injury and damages to the patient, including, but not limited to, two post-placement pulmonary embolisms and bilateral femoral and popliteal deep vein thrombosis. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages which required extensive medical care and treatment.